Event description:
It was reported that a half day infusor under-infused. The device was filled with desferrioxamine 2000mg in 46ml 0.9% sodium chloride. It was due to run for over 10 hours however after over 9 hours into the infusion approximately a third of the volume remained in the device. The patient received the full treatment after 12 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from december 2, 2014 ¿ december 5, 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate was performed and the device operated within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.